Event description:
It was reported that stent damage occurred. During preparation of a 2.25 x 32 synergy drug-eluting stent, it was noted that the stent structs were lifted up. The procedure was completed with another of the same device. There were no patient complications nor injuries reported.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: synergy ous mr 2.25 x 32mm stent delivery system was returned for analysis. Examination of the crimped stent identified stent damage. Damage was noted to the mid-section of the stent, with struts lifted. The undamaged crimped stent was measured using snap gauge and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded. The balloon had not been subjected to positive pressure. A visual and tactile examination of the hypotube no issues. A visual and tactile examination of shaft polymer extrusion revealed no issues. Examination of the tip found no damage to the tip. No other issues were identified during the product analysis.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. During preparation of a 2.25 x 32 synergy drug-eluting stent, it was noted that the stent structs were lifted up. The procedure was completed with another of the same device. There were no patient complications nor injuries reported.